Event description:
It was reported that when the patient presented for a follow up, rising capture threshold and impedances were noted. Upon explant, externalized conductors were observed via fluoro. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 17.5cm was returned for analysis. The portion of the lead that was re- turned was normal. Without return of the entire lead, a complete analysis could not be performed.